Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer was not printing entire label. A field service engineer logged in, inspected, and adjusted settings as needed. Inspected printer and found a label wrapped around the printer wheel, blocking half of the label from printing. Cleared the obstruction, cleaned the printer, and tested printing successfully. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the label printer was not working and did not print patient labels. There were no delay or adverse events or injuries reported based on this event.